Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level of 30 mg/dl. The customer had symptoms such as nausea, vomiting and abdominal pain and treated with syringe. Troubleshooting was performed. There were no leaks or air bubbles. Customer was neither in emergency room nor admitted into hospital and based on customer report customer allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.